Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting as expected. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and observed reagent probe 2 imprecision. Gps has made recommendations to inspect the instrument and perform assessment of specimen handling. Siemens is still investigating this issue.